Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 6. Concurrent conditions included obesity. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and vision blurred ("blurring vision"). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), hypertension ("high blood pressure"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), hot flush ("hot flashes"), fungal infection ("yeast infection"), bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on legs"), pruritus ("itching all the time"), weight increased ("weight gain") and abdominal pain lower ("cramps"). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, tooth disorder, dysmenorrhoea, fatigue, alopecia, mood swings, hot flush, fungal infection, bacterial infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vision blurred, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, headache, hot flush, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 172 lbs. She did not experience any complications of your unintended pregnancy or delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. On (B)(6) 2010 : transvaginal ultrasound : I was informed there were no problems. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, high blood pressure, dental problems, dysmenorrhea (cramping), fatigue, hair loss, mood swings, hot flashes, yeast infection, bacterial infection, migraines, headaches, nausea, anxiety, depression, rashes on legs, itching all the time, blurring vision, weight gain, cramps", reporter, lab data added from pfs. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.